Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging the onetouch ultrasmart meter is giving inaccurate high readings. The inaccurate high issue began around the beginning of (B)(6) 2012. On the day of concern, the patient reportedly was getting normal readings and basing his diabetes treatment accordingly. During the afternoon, he obtained a blood glucose reading of 5.x mmol/l on subject meter, which he felt may have been inaccurately high. He claimed he took his usual dosage of insulin. Subsequently, the patient passed out. The emergency medical service arrived shortly after and tested the patient at 1.9 mmol/l (34 mg/dl). The patient was given a glucagon injection. The patient tested at 4.5 mmol/l (81 mg/dl) on the subject meter around the same time. During troubleshooting, the patient confirmed the blood glucose reading between the ems meter and lfs meter were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. Based on the follow-up information, the patient reportedly did not recall the specific numeric blood glucose reading obtained on the subject meter prior to the alleged medical intervention. He did not skip any meals nor participated in any strenuous activity on the day in question. The patient claimed that had the lfs meter provided the correct blood glucose readings on the day of concern, he would have adjusted his insulin accordingly and prevented the reported hypoglycemic episode. This complaint is being reported because the patient claimed he required hcp medical intervention for hypoglycemia after he managed his diabetes based on the lfs meter blood glucose readings.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.